Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the calcified right coronary artery (rca). Predilation was performed using a 2.5 compliant balloon and the lesion was dilated again using a 3.0 compliant balloon. A 3.00 x 38 synergy ii drug eluting coronary stent was advanced but failed to cross the proximal lesion. The synergy stent was removed and the dilation was again performed for several times using a 3.0 compliant emerge balloon. The synergy stent was re-advanced but still failed to cross the lesion and was removed. Additional dilation was performed using a 3.5 non-compliant balloon. The synergy stent was re-introduced but still failed to cross the lesion. The device was removed however, it was noted that the stent had came off of the balloon undeployed. A balloon was then advanced and deployed the dislodged stent. No further patient complications were reported and the patient's status was fine.